Event description:
Customer received a control result of 253mg/dl on her contour ts system. She advised that the high end of the range is 136 mg/dl. Customer service hung up. No product replaced and no product expected to return for eval.

Manufacturer narrative:
The call ended before the customer¿s personal infoor product info could be obtained. It¿s not possible to determine the MFR date without the meter info.